Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device notified with latest version of cabinet software was available. The technical support specialist checked the usb settings, and the rc verified settings on the cabinet, and they looked good. The nurse put in the phone # and it didn't let him click on the rxverify button, and the pharmacy was not receiving that request. Then got advised to pass this over to the customer success team and reminded that this would not impact functionality, recommended that if had any issues certainly call but otherwise schedule as quickly as we could to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medflex 1000 notified latest version of cabinet software was available. The customer stated that the nurses were not able to issue med from the cabinet that is located upstairs, they could do that form the cabinet that is located downstairs. There were no adverse events or injuries reported based on this incident.